Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device and delivery system (wds) were selected to be used. Prior to the procedure the patient underwent an ablation procedure. A small pericardial effusion was noted post ablation, but the physician continued with the laa closure procedure. The transseptal puncture was successfully completed and the physician positioned the was in the laa of the patient. A 31mm wds was then inserted, and the closure device was deployed. Despite multiple recaptures and redeployments, the closure device could not be positioned to seal the laa of the patient. A new 27mm wds was then used. The closure device was deployed in the laa of the patient, but the device still did not meet release criteria. The physician decided to cancel the procedure with no closure device implanted in the patient. Post procedure a pericardial effusion was seen around the laa of the patient. The effusion was monitored for thirty (30) minutes, and it did not change in size. No intervention or treatment was performed for the effusion. The patient is expected to make a full recovery following this event.